Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device revision procedure, that this right ventricular (rv) lead was surgically capped / abandoned (i.e., it remains implanted, but is no longer in service) due to high pacing thresholds, 3.5v /1.5ms. A previously capped non-boston scientific lead was inserted into the new implanted device. No adverse patient effects were reported. This lead is not expected to be returned for analysis.